Event description:
The reporter stated the surgeon inserted an aa4204vl silicone single piece lens into the pt's left eye. The lens flipped as it was inserted into the eye. The capsule broke and a vitrectomy was performed. The surgeon cut the lens and the incision was not enlarged to remove the lens from the eye. An anterior chamber lens was implanted and the wound was sutured. The lens came out of the injector too quickly causing lens to flip. The lens flipping during insertion was a contributing factor to the capsule breaking. The reporter stated the incident was the result of the quick delivery of the lens into the eye, unk if caused by the surgeon's technique.

Manufacturer narrative:
(B)(4). Eval method: lens work order search. Results: visual inspection of the returned product found the optic and both plate haptics are torn. There was evidence of dark surgical residue on lens surface. A lens work order search was performed and no similar complaint was found within the same work order. Conclusions: based on the complaint history, work order search and the eval of the returned product, a specific root cause of the quick delivery of the lens into the eye could not be determined. #(B)(4).